Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system was generating wash syringe motion errors. Customer reported that there was precipitant around the wash syringe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the wash syringe valve, verified operation and ran all quality controls with no problems noted.

Manufacturer narrative:
(B)(4).